Event description:
The customer contact reported channel 3 of the device door roller was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming or, event details were not available. There were no reports o any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that channel 3 of the device door roller was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.